Event description:
It was reported that the patient presented prior to routine generator replacement. Upon device interrogation the left ventricular lead impedance measured above the upper limit. Fluoroscopy was performed to determine lead integrity and no physical anomalies were noted. Programming intervention were made. The patient was stable.